Manufacturer narrative:
Result: siderail panel.

Event description:
It was reported by service report that there were cracked siderail panels. No patient involvement or adverse consequences are reported.